Manufacturer narrative:
The reported event of air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation ablation procedure, when the sheath was inserted into the patient, air was aspirated from the hemostasis valve. Resistance was observed from the initial insertion of the dilator into the sheath hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No additional puncture at the access site was necessary during sheath replacement.